Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 453 mg/dl. The customer treated with a manual injection. Customer's blood glucose value was 112 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer woke up in the morning and found out his infusion set was leaking so was advised to return the set. Troubleshooting was performed for the high blood glucose. The product was not returned for analysis.